Manufacturer narrative:
No product returned with inability to perform investigation. However, due to the attached event history log (ehl), the customer's reported problem was confirmed in the attached ehl.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pumps, the pump exhibited system failure-biomed code, and pump battery was at 0% when biomed retrieved it. Reported confirmation that the unit was not charged and was allowed to deplete. No reported adverse effects.